Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a shoulder ligament repair surgery, the truepass needle had a break. It broke in the patient, and could not be found. Surgery was completed with the same device. It is unknown if there was a delay, but no further complications were reported. Patient's status is fine.

Manufacturer narrative:
H2: corrected information in h6 (medical device problem code, type of investigation & investigation findings). H3, h6: the reported device was received for evaluation. A visual inspection revealed the needle tip has fragmented from the device. The broken piece was returned, and the distal end of the needle is bent. A clinical review states that a photo of the device was provided for review however it does not aid in determining the root cause for the breakage. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based on the limited information provided, the clinical root cause of the reported needle breakage could not be determined, and we are currently unable to rule out a user technique vs procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. The device IFU does caution, ¿as with any surgical device, careful attention should be exercised to ensure that excessive force is not placed on this device. Excessive force can result in the failure of this device.¿ the truepass needle is an externally communicating device, it is neither manufactured nor intended for implantation. It is also not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact is determined to be the retained non implantable needle tip. Micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H11: h2: additional information on: b5. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an analysis of the customer provided image found what seems to be a shaft of a truepass needle inside a pouch, however, no distal tip can be appreciated. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that a photo of the device was provided for review, however, it does not aid in determining the root cause for the breakage. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based on the limited information provided, the clinical root cause of the reported needle breakage could not be determined. The device IFU does caution, ¿as with any surgical device, careful attention should be exercised to ensure that excessive force is not placed on this device. Excessive force can result in the failure of this device¿. The truepass needle is made of nitinol and is an externally communicating device, it is neither manufactured nor intended for implantation. It is also not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact is determined to be the retained non implantable needle tip. Micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during a shoulder ligament repair surgery, the tip of the truepass needle had a break. It broke in the patient, and could not be found. Surgery was completed with the same device. It is unknown if there was a delay, but no further complications were reported. Patient's status is fine.